Event description:
Surgeon activated shears; however, the ending beep (letting the user know, it cut through the skin) never occurred. Attempted to refire it several times; however, every time it just kept beeping without a final beep. Shears removed from field. New device worked well. No harm to pt.